Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as a fold flaw. Additional observations: creases were observed. Wear abrasion observed. Yellow particles are inside the device. No further actions are required as the device was implanted.